Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that after the lens was implanted in the left eye, the surgeon realized that one of the haptics was broken. The lens was removed and intraoperatively replaced with a backup lens of the same model and power. Reportedly, the incision was enlarged to remove the lens and sutures were required. Following the completed surgery, the patient developed corneal edema and is continuing with prescribed post-op medication.

Manufacturer narrative:
The lens was returned to bausch + lomb. Visual inspection found two haptics and a small piece of optic torn off and missing. The cause of damage could not be determined. Functional testing could not be performed due to the damage. Review of the device history record (DHR) did not find any nonconformities or anomalies related to this complaint. Based on available information, a root cause for the reported event could not be conclusively determined. However, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.